Event description:
It was reported that the right ventricular lead was attempted but not used as it was felt by the physician to have been damaged during his multiple implant attempts. The lead was explanted and replaced. No complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic cut, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.